Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received a higher sensor scan result of 350 mg/dl compared to a reading of 95 mg/dl obtained on the competitor brand device and experienced dizziness and did not feel right. When these results were plotted on a parkes grid, fell into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days, and customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was able to self-treat with orange juice. There was no report of death or permanent impairment associated with this event.